Manufacturer narrative:
(Other): based on experience, the technical support technician believes the planning file exported to the flashdrive was corrupted (removed the flashdrive too soon from the planning laptop or may not have been inserted all the way into the laptop). The site would have had to re-export the file to correct the issue. The site did not call technical service for assistance before cancelling the case. The procedure is typically performed under local anesthesia. However, this event led to the system being unavailable with a pt who was under general anesthesia. In an abundance of caution, this event is being reported due to the additional potential risk associated with multiple exposures to general anesthesia. There was no injury to the pt.